Event description:
During pre-check - port-a-cath ii power pac dual lumen low profile was noted to be missing metal hub that connects port to catheter tubing. Confirmed that piece was missing from the manufacturing packaging and not misplaced and/or dropped on floor. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.